Event description:
The user facility reported that at the beginning of a therapeutic colonoscopy, as the endoscope was being inserted into the patient, a loud "pop" was heard and a complete loss of image was experienced. The users reportedly were unable to restart the device and utilized a similar, but different video cart to complete the procedure. There was no patient injury and no further information was reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of no image, as the device could not power on. The power supply unit fuses were inspected and no problems were found. The cause of the user's experience was isolated to a failed power supply unit. The power supply unit was replaced, and the original unit was forwarded to the original equipment manufacturer for further investigation. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.